Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that crossing difficulty occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid circumflex artery. A 2.5mm x 15mm non bsc balloon catheter was advanced to the lesion for predilation. Then a 3.00mm x 38 mm promus element plus stent was advanced but was not able to cross the target lesion. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the proximal end. Three struts at the most proximal row were bent distally. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).